Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she changed the infusion set 6 times in the last 24 hours because they were kinked. Sometimes the insulin pump alarmed no delivery. Customer's blood glucose level was 600 mg/dl. She was giving herself shots. The device was not returned.